Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the pump was returned with the keypad emblems completely worn off. The keypad is intact with no evidence of peeling or damage. The up, and down keys intermittently respond and require excessive force to activate. There was evidence of keypad adhesive found under all key contacts.

Event description:
This complaint is being reported due to an alleged keypad malfunction. There was no report of product misuse. The keypad did not appear to be peeled or torn. Furthermore, there was no adverse event associated with this complaint. Replacement products were sent to the pt.